Manufacturer narrative:
This report is filed january 28, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015 as the patient was unable to receive beneficial stimulation due to neurofibromatosis type ii.